Event description:
A customer reported a pt presented with tass (toxic anterior segment syndrome) following a cataract extraction procedure. The timing of the event and treatment is unk. However, it was reported that the event occurred sometimes after the pt stopped their prophylactic cortisone drops as planned. Add'l info provided indicated that additives were introduced into the bss (balanced salt solution) used during the procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).